Event description:
A malfunction was reported on a pump. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue reappears.